Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient's blood glucose level was 18 mmol/l, the customer was vomiting and felt extremely ill. The patient discovered the cannula of the infusion set was bent, and she realized insulin was not being received. Patient was taken to the hospital by the emergency services, and did not receive any treatment. Patient was hospitalized from 1:00pm-5:00pm. The blood glucose result decreased to 15 mmol/l at the hospital. The infusion set was requested to be returned for product evaluation.